Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of genital haemorrhage ('irregular bleeding'). In a 43-year-old female patient who had essure (batch no. A64636), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed, "did not undergo essure confirmation test". The patient's concurrent conditions included: chlamydial infection, anemia, obesity, gynaecological chlamydia infection, hyperprolactinemia, menometrorrhagia and blood prolactin increased. Concomitant products included: medroxyprogesterone acetate (provera) from (B)(6) 2015 to (B)(6) 2015 for adnexal mass, ferrous sulfate for iron low, medroxyprogesterone acetate (depo provera) since (B)(6) 2015 for menorrhagia as well as alprazolam (xanax), docusate sodium (colace) and ethinylestradiol; norgestimate (sprintec) since 2008. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia"), (B)(6) month (B)(6) days after insertion of essure. On (B)(6) 2014, the patient experienced anxiety ("psychiatric or psychiatric problems: anxiety"), depression ("psychiatric or psychiatric problems: depression") and fatigue ("fatigue"). On (B)(6) 2014, the patient experienced constipation ("gastrointestinal or digestive system condition type: constipation"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"). On (B)(6) 2015, the patient experienced adnexa uteri mass ("reproductive system disorder or condition type of disorder or condition: adnexal mass") and ovarian cyst ("reproductive system disorder or condition type of disorder or condition:ovarian cyst"). In 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant) and pelvic pain ("pain"). On an unknown date, the patient experienced flatulence ("gastrointestinal or digestive system condition type: gas"). Essure treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, dyspareunia, anxiety, depression, adnexa uteri mass, ovarian cyst, fatigue, constipation and flatulence outcome was unknown. The reporter considered adnexa uteri mass, anxiety, constipation, depression, dyspareunia, fatigue, flatulence, genital haemorrhage, heavy menstrual bleeding, ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 2. The number of expanded coils that appeared trailing into the uterine cavity was 3. She tolerated the procedure well. Diagnostic results: on (B)(6) 2015 patient had pelvis transvaginal resulted in endometrial thickness of 1.9 cm is prominent and stable. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, adnexa uteri mass. Lot number#: a64636, manufacture date: 2012-10, expiration date: 2015-10-31. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 11-may-2021, quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('irregular bleeding') and heavy menstrual bleeding ('abnormal bleeding (menorrhagia)') in a 43-year-old female patient who had essure (batch no. A64636) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included endocervical squamous metaplasia, adenoma benign, ovarian cyst, adnexal mass, anemia, uterine ablation, adenomyosis, hypertrophy of uterus, abnormal uterine bleeding and endometrial polyp. On (B)(6) 2015 patiient had pelvis transvaginal resulted in endometrial thickness of 1.9 cm is prominent and stable. Concurrent conditions included chlamydial infection, anemia, obesity, gynaecological chlamydia infection, hyperprolactinemia, menometrorrhagia and blood prolactin increased. Concomitant products included medroxyprogesterone acetate (provera) from (B)(6) 2015 to (B)(6) 2015 for adnexal mass, ferrous sulfate for iron low, medroxyprogesterone acetate (depo provera) since (B)(6) 2015 for menorrhagia as well as alprazolam (xanax), docusate sodium (colace) and ethinylestradiol;norgestimate (sprintec) since 2008. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia"), 1 month 12 days after insertion of essure. On (B)(6) 2014, the patient experienced anxiety ("psychiatric or psychiatric problems:anxiety"), depression ("psychiatric or psychiatric problems:depression") and fatigue ("fatigue"). On (B)(6) 2014, the patient experienced constipation ("gastrointestinal or digestive system condition type: constipation"). On (B)(6) 2015, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2015, the patient experienced adnexa uteri mass ("reproductive system disorder or condition type of disorder or condition: adnexal mass") and ovarian cyst ("reproductive system disorder or condition type of disorder or condition:ovarian cyst"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced flatulence ("gastrointestinal or digestive system condition type: gas."). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy and left alpingo-oophorectomy right oophorectomy and dilation and curettage with endometrial ablation (hydrothermal ablation).). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, heavy menstrual bleeding, vaginal haemorrhage, dyspareunia, anxiety, depression, adnexa uteri mass, ovarian cyst, fatigue, constipation and flatulence outcome was unknown. The reporter considered adnexa uteri mass, anxiety, constipation, depression, dyspareunia, fatigue, flatulence, genital haemorrhage, heavy menstrual bleeding, ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 2.the number of expanded coils that appeared trailing into the uterine cavity was 3. She tolerated the procedure well. Date: (B)(6) 2015: procedures: 1. Diagnostic hysteroscopy, dilation and curettage with endometrial ablation (hydrothermal ablation). 2. Diagnostic operative laparoscopy with removal of complex adnexal mass. 3. Right oophorectomy with partial salpingectomy, post drainage of adnexal mass. Date: (B)(6) 2019: procedure: laparoscopic assisted vaginal hysterectomy and left salpingo-oophorectomy. Surgically absent rso diagnostic results: ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:menorrhagia, adnexa uteri mass lot number: a64636 manufacture date: 2012-10 expiration date: 2015-10-31. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 8-jun-2021: mr received. Reporter information, patient medical history, product removal date, removal surgery, action taken with drug added. Dilation and curettage with endometrial ablation (hydrothermal ablation) added as treatment for event genital hemorrhage and menorrhagia. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('irregular bleeding') in a (B)(6) female patient who had essure (batch no. A64636) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's concurrent conditions included chlamydial infection, anemia, obesity, gynaecological chlamydia infection, hyperprolactinemia, menometrorrhagia and blood prolactin increased. Concomitant products included medroxyprogesterone acetate (provera) from (B)(6) 2015 to (B)(6) 2015 for adnexal mass, ferrous sulfate for iron low, medroxyprogesterone acetate (depo provera) since (B)(6) 2015 for menorrhagia as well as alprazolam (xanax), docusate sodium (colace) and ethinylestradiol;norgestimate (sprintec) since 2008. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia"), 1 month 12 days after insertion of essure. On (B)(6) 2014, the patient experienced anxiety ("psychiatric or psychiatric problems:anxiety"), depression ("psychiatric or psychiatric problems:depression") and fatigue ("fatigue"). On (B)(6) 2014, the patient experienced constipation ("gastrointestinal or digestive system condition type: constipation"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"). On (B)(6) 2015, the patient experienced adnexa uteri mass ("reproductive system disorder or condition type of disorder or condition: adnexal mass") and ovarian cyst ("reproductive system disorder or condition type of disorder or condition:ovarian cyst"). In 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant) and pelvic pain ("pain"). On an unknown date, the patient experienced flatulence ("gastrointestinal or digestive system condition type: gas."). Essure treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, dyspareunia, anxiety, depression, adnexa uteri mass, ovarian cyst, fatigue, constipation and flatulence outcome was unknown. The reporter considered adnexa uteri mass, anxiety, constipation, depression, dyspareunia, fatigue, flatulence, genital haemorrhage, heavy menstrual bleeding, ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 2. The number of expanded coils that appeared trailing into the uterine cavity was 3. She tolerated the procedure well diagnostic results: on (B)(6) 2015 patient had pelvis transvaginal resulted in endometrial thickness of 1.9 cm is prominent and stable. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:menorrhagia, adnexa uteri mass quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-apr-2021: medical record received: case category upgraded to serious incident, as event 'irregular bleeding' is medically significant. Patient demographic, reporter information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.